Manufacturer narrative:
H11: additional manufacturer narrative: the device is not available for evaluation as the event happened 15 years ago. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from spain, this 6900p27 valve was explanted from the tricuspid position from a 9-year-old patient after an implant duration of one (1) year and ten (10) months due to both stenosis and regurgitation. The patient presented with fatigue before the reintervention. A 27mm bioprosthetic valve was implanted in replacement and the patient was alive after the procedure.